Manufacturer narrative:
The maryland bipolar forceps instrument has not been received for failure analysis investigations.

Event description:
It was reported that during a da vinci-assisted procedure, the maryland bipolar forceps instrument cables broke while being removed from the system quickly during a convert to open. The procedure was converted to open due to unspecified bleeding. See record MFR report number 2955842-2025-29282.